Manufacturer narrative:
The insulin pump was received with no button response at bolus, escape, act, up arrow and down arrow buttons due to unlocked j2 connector on the lcd board. Unable to confirm failed battery test, prime fill anomaly and unable to perform any testing due to buttons unresponsive. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the failed battery test. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new (B)(6) battery was inserted into the insulin pump but the customer received a failed battery test alarm. The insulin pump was returned for analysis.